Event description:
Hill-rom received a report from a hill-rom tech stating the head section would not lower when CPR lever was used. The bed was located in ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The hill-rom tech found CPR valve was bad. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the CPR valve to resolve the issue. Based on this info, no further action is required.